Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The menu button was not responsive but after a battery change all the buttons were responsive. Customer's blood glucose level was between 400 mg/dl and 500 mg/dl. The infusion set tape did not stick. The device was not returned.